Manufacturer narrative:
No device deficiency reported. Cardiac tamponade is a known potential adverse event of any catheter ablation procedure. The treating physician speculated the perforation leading to tamponade was caused by a deflectable sheath from another manufacturer, but manipulation of the ablation catheter through the tight hemostasis valve in the sheath contributed to the adverse event.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, cardiac tamponade was diagnosed and required repair surgery to treat. Access to the left atrium was performed with a radiofrequency needle and an introducer sheath. A steerable sheath compatible with the ablation catheter was inserted into the left atrium and the ablation catheter was introduced. A ring type electrode catheter was used to check potentials in the four pulmonary veins, and then the ablation catheter was inserted into the left superior pulmonary vein. The ablation catheter balloon was inflated and deflated three times in an attempt to obtain a good endoscopic view, at which point a drop in blood pressure occurred. Effusion was confirmed and pericardiocentesis was performed, but repair surgery was required and performed. The repair surgery identified a wound in the left atrial roof near the left pulmonary veins in a direction that appeared to travel towards the posterior of the superior vena cava. The physician believes the perforation was caused by the sheath moving when the catheter was being manipulated through the sheath valve, and the catheter was not directly the cause of the perforation.